Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing colon transection on a laparoscopic colectomy, the stapler was able to fire but staples did not form a perfect ¿b¿ shape centrally. Another handle was used to complete the case. There was no patient injury.